Event description:
It was reported the pt is experiencing a painful stinging sensation at the ipg site. The pt was evaluated by his implanting surgeon who treated the pt with lidocaine patches, but they are not helping. The pt was advised to turn off his scs system for a couple of hrs to determine if the issue occurs when the stimulation is off. The pt is pending f/u to troubleshoot and assess the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.